Manufacturer narrative:
Product evaluation found lens returned in small centrifuge vial and there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens. There is debris and clear residue on lens surface. (B)(4).

Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -15.0/+6.0/99 diopter, in the patient's right eye (od) on (B)(6) 2012. The patient experienced low vault and lens rotation. On (B)(6) 2016 the lens was exchanged for a longer lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.